Event description:
It was reported that the balloon was faulty; it would not inflate before use. There were no patient complications.

Manufacturer narrative:
One catheter was received with no attached components. Testing was performed using a laboratory sample syringe. The balloon inflated but failed to maintain inflation due to interlumen leakage in the backform between the pa distal lumen and inflation lumen. The proximal infusion and proximal injectate lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or balloon. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and is related to a manufacturing non-conformance; an investigation was opened to determine the cause of the complaint and implement any necessary actions.